Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the medical staff were rescuing the patient, a tracheal tube was used to open the patient's airway and connect the ventilator to assist with breathing. It was then found that the patient was breathing rapidly, and blood oxygen level dropped to 93%. Upon checking the patient's condition, it was considered that the tracheal tube's cuff was leaking air. The tracheal tube could not be fixed, affecting the patient's breathing. It was immediately replaced with a 7.5 tracheal tube, and the patient's vital signs returned to normal.